Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in catheter broke off the hub and could not be retrieved from the patient. The following information was provided by the initial reporter: material no: 381423 batch no: unknown it was reported "the actual catheter broke off the hub and could not be retrieved from the patient. The patient was sent for a CT scan, no confirmation as of yet if the catheter is in the patient."

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in catheter broke off the hub and could not be retrieved from the patient. The following information was provided by the initial reporter: material no: 381423 batch no: unknown it was reported "the actual catheter broke off the hub and could not be retrived from the patient. The patient was sent for a CT scan, no confirmation as of yet if the catheter is in the patient."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received three photographs which displayed an adapter attached to a dual lumen t type extension set, a closeup view of the adapter and male luer with bodily fluid present inside of the adapter and a view of the adapter and male luer from the catheter tubing end. In addition, one used insyte autoguard 22ga catheter adapter assembly from material number 381423 was received. Through the visual / microscopic evaluation, there was approximately 2mm of residual tubing extending from the nose of the adapter. The rest of the sample (tubing) was not returned for evaluation. On one side at the area of separation, the tubing edges having a clean cut/slice which may indicate the failure mode was a cut induced by a sharp instrument. The other side of the catheter tubing was observed bending inward and curving back on the opposite side with strings/flashing along the edge. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. It was found likely that the defect did not occur during manufacturing as the device did not leak or separate during insertion. See h.10.